Event description:
The customer report fluid dripping onto the synchron cx9 alx clinical analyzer hydro pneumatics protective covers. Thereafter heard sparking, smelled smoke and electrical burning. The system was shot down by the operator. There were no reports of, arcing, shock, flames or fire. The fire department was not called and the use of a fire extinguisher was not required. The material safety data sheet (msds) was not reviewed; however, it is readily available. No death or serious injury occurred as a result of this event nor was medical attention sought.

Manufacturer narrative:
Beckman coulter systems have the ce mark or ul/csa approvals which mean the systems meet the electrical safety standards, are made of materials that will not support or sustain combustion, and are self extinguishing. The field service engineer (fse) was dispatched for service and found the waste line and replaced a new power supply kit. The root cause for exposure may be associated to the clogged waste line which overflowed damaging the power supply kit. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.